Event description:
It was reported that the 2800 sys would not boot prior to a case. No pt was involved.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep replaced the power supply. The sys operates as intended.